Manufacturer narrative:
His follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It is now reported that the surgeon indicated a planned irrigation and debridement procedure was being considered.

Manufacturer narrative:
The following sections could not be completed with the limited information provided: date of birth-ni. Weight-ni. Date of event - ni. Device product code ¿ ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ ni. Therapy date- ni. Manufacture date ¿ ni. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that the patient has a revision surgery planned for an unknown reason after a knee arthroplasty.